Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, temperature alarm 10 and 11 occurred at the same time. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging and hot to touch issue was verified, but the alarm temperature issue could not be verified.